Event description:
Memory full. No patient involvement.

Manufacturer narrative:
Failed -ve terminal pogo pin. Upon receipt, it was observed that the -ve terminal pogo pin was marginally shorter than the other pins but would extend from its barrel upon rotation of the device. Upon disassembly of the pogo pin, it was observed that its spring had collapsed on one side, which had resulted in reduced pin length. Although no electrical fault was measurable by the time of investigation, the collapsed pogo pin spring had likely resulted in an intermittent connection from the device to the pad-pak. This had caused voltage fluctuations between self-tests, a low battery fail and an undefined fault code and per the reported faults.

Event description:
Memory full. No patient involvement.